Manufacturer narrative:
Additional information was received stating this lead was removed from service during an elective procedure to replace the associated device. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided

Event description:
Boston scientific received information that this left ventricular (lv) had dislodged. No adverse patient effects were reported.